Event description:
It was reported that an impella 2.5 device was attempted to be used as a peripheral transition during the completion of an open coronary artery bypass surgical procedure. The physician experienced insertion difficulties which resulted in damage to the device and consequently required subsequent intervention through the existing surgical site. The physician was unable to advance the guide catheter through the aortic valve. Transesophageal echocardiogram (tee) confirmed the valve to be closed; therefore, the physician excluded the use of the guide catheter and advanced the guide wire and the impella through the valve and into the target site. Transition from bypass was begun successfully. The impella procedure was continued for approximately 12 minutes at which point the device was ejected into the aorta by the native ventricle. The physician attempted to re-advance the device into the ventricle without the use of the guide wire by pushing and twisting the distal pigtail of the impella approximately 50 to 80 times against the aortic valve leaflets. Direct manual manipulation to control the device through the existing open surgical site was also employed. Ultimately, the distal end of the device was driven across the aortic valve which resulted in the detachment of the pigtail into the ventricle. Fluoroscopy and tee were used to verify the location and nature of the detached subcomponent. The parent catheter of the device was found to have returned to the aorta while the pigtail and teardrop were rotated within the ventricle approximately 180 degrees. Because direct access was possible through the existing sternotomy from the bypass procedure, a puncture site was created in the patient's aorta and secured with purse-string sutures for successful retrieval of the complete pigtail assembly. The physician elected to close the sternum prior to removing the parent catheter of the impella device which was subsequently removed through the femoral access site. A cut-down was performed in the groin without dissection of the artery as a precaution to avoid injury by any potential deformations of the resultant distal end of the device. The sheath and the pump were withdrawn together. No ill effects or permanent injury were reported to have occurred as a result of this event. No fragments or device components remained in the body at the end of the procedure. The procedure was completed without further impact to the patient.

Manufacturer narrative:
Evaluation: actual device was evaluated, device from reserve sample evaluated, mechanical tests, dynamic - fatigue test, visual examination. Results: misapplication/misuse of device, caused by operational context, component/ subassembly failure; prong, incorrect technique/ procedure. Conclusions: device failure related to user handling, user error caused event, operational context caused event, unusual event. Manufacturer narrative: a visual examination of the catheter was done at the cardiac surgery pathology lab. The pigtail and teardrop were separated from the inflow cage at the strut-teardrop attachments. The struts/prongs had been "pinched" in. Buckling of several struts and severe deformation of the distal end of the cannula was observed. In addition, delamination of the cannula at the attachment to the pump motor was noted. An inspection of the inlet cage and detached pigtail was conducted at the manufacturer site. All four struts/prongs were detached at the weld to the teardrop. The fracture was irregular and planar. One strut was twisted at the end. There was significant deformation of the cannula proximal to the suction cage. A dimensional analysis of the struts and residual weldment on the teardrop was performed using a video microscope and micrometer. The thickness at the weldment for all four struts was all above the minimum specification for over polishing. Performance and/or mechanical testing of the device involved in the incident was impossible due to the condition in which the device was received; therefore, mechanical testing was conducted on representative impella 2.5 pump from a reserve lot to attempt to re-create the failure mode. Pumps with undamaged and pre-damaged struts were tested. Simulation of the incident was conducted using a mock aorta with a simulated aortic valve. The device was subject to manual manipulation (direct and peripherally) and multiple "attempts" to cross the aortic valve. Peripheral manipulation of the device resulted in no damage to the suction cage. Repeated attempts to cross the aortic valve were conducted with no strut damage to either the undamaged or pre-damaged test cage. Ultimately, the failure mode was recreated only after excessive manipulation was employed to cross the valve similar to the techniques in the reported event and not during the usual and instructed procedural techniques. Pump was manufactured as part of lot 0024693. This lot consisted of total assemblies, some were released for distribution. The failed pumps were ruled out for the following reasons; one damaged motor cable, one failed an early leakage current test, one stopped, and one showed high inner leakage current. Nothing conspicuous was noted. No other pump from this lot have been involved in a product complaint. Nevertheless, a complete review of all complaints received for the impella 2.5 product line was conducted for the reported failure mode (inflow cage breakage) and revealed a total incidents; one of these showed the complete inflow cage detachment from the cannula due to bonding failure after the user deformed the cage manually without patient involvement, two complaints involved breakage at the welding area of demo pumps which had been handled frequently and/or by inexperienced clinicians; and lastly, one complaint involved breakage after a physician noticed damage post-procedure so, inspected the device while manipulating the distal tip until the inflow cage detached. The root cause was determined to be user handling and not product related. The cause of this failure was direct excessive manipulation of the catheter through the ascending aorta to attempt to cross the aortic valve. This included peripheral manipulation and resulted in loads being applied to the suction cage that were higher than could be applied under normal operation. These high loads, combined with multiple attempts to cross the aortic valve, led to fatigue failure of the struts at the welds to the teardrop and separation of the pigtail assembly. In addition, the use of transesophageal echocardiograph y (tee) during the case (instead of fluoroscopy) was contributed to the failure. Technical bulletins have been released to cover the issues identified and have been distributed to field personnel. No unanticipated on unacceptable risk has been identified and further corrective actions are not required at this time.